Event description:
A doctor reported that a patient experienced elevated intraocular pressure of 88 with nausea and ocular discomfort one day post-op in conjunction with ophthalmic gas having been used during their partial thickness corneal transplant procedure. The ophthalmic gas was removed by a needle and replaced with air. The patient's visual acuity was reported to have been capable of counting fingers. Additional information as been requested, but has not been received.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.additional information has been requested, but none has been received.(B)(4)